Event description:
The customer reported that the device would not power up via battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philip's bench tech evaluated the device and confirmed the problem. It was noted by the technician that the customer is using a 3rd party battery, which could not longer hold a charge. He used the customer's battery and one from philips and the device failed with both of them. This led him to replace the battery pca which resolved the issue.